Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 400 (mg/dl) when waking up the past three days. A manual injection was delivered to address bg levels. Due to event occurring in the past, troubleshooting with tandem technical support was unable to be performed.